Event description:
It was reported that the right ventricular [rv] lead had high thresholds. It was also reported that during the rv lead replacement procedure, the screw mechanism of the replacement rv lead would not deploy or retract. A different rv lead was successfully implanted; the chronic rv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.